Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 4 and pump error 53 alarms. It was reported that insulin pump shut off and would need to be reset. Customer's blood glucose was 18.6 mmol/l. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump powered up properly after battery installation and no shutting off or resetting noted during our tested. However, the motor arm cannot communicate with the main arm error and software error detected was found in the insulin pump history line number 3294 and file number 26 due to software error. No cosmetic damage noted.